Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent unexpected medical intervention appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional two devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported this was a venotomy closure of the right common femoral vein (rcfv) and left common femoral vein (lcfv) using the pre-close technique via a 14fr sheath hole on the rcfv and an 8.5fr on the lcfv prior to an ablation procedure. Reportedly, a cuff miss suture retrieval issue occurred with one proglide device on the rcfv and two proglide devices on the lcfv. The procedure was completed and a figure of eight was used to achieve hemostasis bilaterally. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.